Event description:
It was reported to ge that a pt developed a second degree burn on their back consistent with x-ray beam shape during an electrophysiologic procedure. The fluoro on time was over 200 minutes. The system was evaluated and found to be operating within specifications.